Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not broken. There was no evidence to review in the device's event history log. Batteries were inserted and the device was powered on and the reported issue was duplicated. An incomplete software installation was observed. As a result, a software installation was performed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown, d3, g1, and g2 email is: (B)(4).

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported during an infusion the pump screen froze with audible alarm. ?no adverse patient effects were reported by the customer".